Event description:
After this pt reported that they were not hearing properly with the device their programming audiologist determined that 18-20 of the 22 intracochlear electrodes were open-circuit. Explantation/reimplantation surgery was recommended and was completed successfully in 2004.